Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead got dislodged. It was noted that the lv lead got tangled during removal of the right ventricular (rv) lead. The lv lead was then explanted and was replaced with a new one. No additional adverse patient effects were reported.